Event description:
During the procedure the coil became stuck in the microcatheter. The coil prematurely detached inside the patient and was removed. The procedure was resumed and completed. No adverse consequence to the patient was reported.

Event description:
During the procedure, the coil became stuck in the microcatheter. The coil prematurely detached inside the patient and was removed. The procedure was resumed and completed. No adverse consequence to the patient was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product was not returned; therefore, analysis cannot be performed. The microcatheter used in the procedure has an inner diameter of 0.021 in. And was not compatible with the subject coil. The inner diameter of the microcatheter used in the procedure was too big for the target coil used in the procedure and this may have caused the difficulties encountered. A root cause of user/use error will be assigned to this complaint as the inner diameter of the microcatheter was not compatible with the ones listed in the target directions for use and this may have resulted in a different medical device response than intended by the manufacturer or expected by the user.

Manufacturer narrative:
Device not received as of yet.

Manufacturer narrative:
Returned to manufacturer on - correction the device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the main coil and the proximal contact were not attached to the delivery wire. The delivery wire was kinked at 88 cm from the proximal end. Microscopic inspection found that main coil was stretched and kinked. No other anomalies were noted. In the additional information it is stated that the microcatheter used in the procedure has an inner diameter of 0.021 in. The microcatheter used in this procedure was too big for the subject coil, and may have caused the difficulties encountered. Therefore, a probable assignable cause of dfu instruction not followed has been assigned to this complaint.

Event description:
During the procedure the coil became stuck in the microcatheter. The coil prematurely detached inside the patient and was removed. The procedure was resumed and completed. No adverse consequence to the patient was reported.